Event description:
The customer reported that she was connected to the insulin pump while priming and delivered 30 units of insulin into her body. Days later the customer called and reported being hospitalized due to low blood glucose of 100mg/dl. The customer stated that her doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.